Event description:
It was reported that during a routine follow-up, the ventricular lead switched polarities from bipolar to unipolar when it measured an out of range impedance value of greater than 2000 ohms. The pulse generator was left in the unipolar configuration, and the lead would be monitored.

Manufacturer narrative:
Na